Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the battery voltage recently began dropping in an irregular fashion due to possible internal electrical short of the battery. Device replacement was recommended. No adverse patient effects were reported; there was no reported impact to therapy at the time of the event. Additional information received indicated that the patient passed away on (B)(6) 2026, while on home hospice care. There was no allegation with regard to the patient's passing and the ICD. It was not stated whether the device would be returned.